Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was implanted on (B)(6) 2012, within a previously placed ultraflex esophageal stent. According to the complainant, the polyflex esophageal stent was placed inside the ultraflex stent, to help aid in a planned removal 4 to 6 weeks later. The ultraflex esophageal stent was implanted during a post-surgery fistula treatment procedure on (B)(6) 2012 (refer to manufacturers report # 3005099803-2012-02441 for all details surrounding the ultraflex esophageal stent). During the planned removal procedure (approximately 4 weeks after (B)(6), 2012) it was discovered that the polyflex (as well as the ultraflex) stent had migrated at the level of the y bypass (at 70cm). Both the polyflex and ultraflex were found stuck under the anastomosis; however, the users were able to retrieve and remove both stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the removal procedure was reported to be stable.